Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported to dräger that the anesthesia workstation exhibited a ventilator failure. Initially, it was not clear from the user's report if there was patient involvement or not but there was no detail in it which would reasonably suggest that health consequences for a patient may have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported to dräger that the anesthesia workstation exhibited a ventilator failure. Initially, it was not clear from the user's report if there was patient involvement or not but there was no detail in it which would reasonably suggest that health consequences for a patient may have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The device was subject to an on-site investigation. The dispatched fse could confirm the shut-down during use and identified a malfunction in the power supply. The device is equipped with an internal battery but the specific error condition did not allow to continue operation on battery. The power supply has been replaced. The device has a manufacturing date of 07/2006 and was in operation for 19 years now - the malfunction of a single component after such long time of use can be considered acceptable. Remark: the power supply exchange was done on a second dispatch because a new power supply had to be ordered first. When the dräger engineer inspected the device during the second visit, it was noticed that the oxygen sensor including dedicated cable and the flow sensor cable had been removed from the device in the meantime, obviously to complete other devices. Those parts were replaced by the dräger engineer as well, consequently but their exchange is neither in causal nor in timely connection to the reported event.